Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit started taking full thickness graft in a small 3" guard on. The event occurred during surgery. It was reported that there was patient harm/injury associated due to an additional intervention for suture at the donor site. An alternate device was retrieved for use with delay. The harvested graft was usable. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit started taking a full thickness graft when a small 3 inch guard was on. It was found that the oscillating movement of the unit was seized. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet taiwan has previously repaired/evaluated air dermatome serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the loaner device was being returned from loan and the motor, bearing pack, o-ring, reciprocating arm, seal, hinge throttle gasket and hose were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet taiwan on (B)(6) 2018 revealed that the motor, bearings, o-ring, seal, reciprocating arm, hinge throttle gasket, fillister screw and width plates 1"/2"/3" were all found to be defective. The device operated below motor speed specifications and was outside calibration and side to side specifications. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2018 which included replacement of the motor, bearing pack, o-ring, seal, reciprocating arm, hinge throttle gasket, fillister screw and width plates 1"/2"/3". Air dermatome, serial number 101791, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the reported event could not be replicated. However, it was noted during the product review by zimmer biomet taiwan that the device operated below motor speed specifications, was outside calibration and side to side specifications and the 1"/2"/3" width plates were found to be defective. The root cause of the reported event could not be specifically determined with the information that was provided. The reported event could not be replicated. However, it was noted during the product review by zimmer biomet taiwan that the device operated below motor speed specifications, was outside calibration and side to side specifications and the 1"/2"/3" width plates were found to be defective. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This follow up report is being submitted for (B)(4) to report. Device code: oscillating movement of the unit seized.

Event description:
It was reported that the unit started taking full thickness graft in a small 3" guard on. The event occurred during surgery. It was found that the oscillating movement of the unit was seized. It was reported that there was patient harm/injury associated with the report and an alternate device was retrieved for use with delay. The harvested graft was usable. There was no problem cause any impact /damage to graft harvest. No additional patient consequences were reported as a result of this malfunction.